Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode on the right atrial (ra) lead due to oversensing the minute ventilation (mv) signal. Additionally, there were high out of range pacing impedances measuring greater than 3000 ohms, a lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted there was an atrial tachy response (atr) episode with noise consistent with muscle artifact. Technical services provided troubleshooting options. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode on the right atrial (ra) lead due to oversensing the minute ventilation (mv) signal. Additionally, there were high out of range pacing impedances measuring greater than 3000 ohms, a lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted there was an atrial tachy response (atr) episode with noise consistent with muscle artifact. Technical services provided troubleshooting options. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.